Event description:
Boston scientific crm received information that this 4-year-old implantable cardioverter defibrillator was explanted and replaced due to concerns about device longevity. No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific, crm will analyze this device upon receipt and provide additional information once the testing has been completed and an updated report will be submitted.